Event description:
It was reported to boston scientific corporation that after a hydrothermal ablation procedure, using a hydrothermal procedure set, the physician noticed that the patient sufferred a minor burn to her right leg. According to the complainant, the burn was reported to come from the tubing that was draped over the patient's leg. The physician treated the burn with silvadine cream and the patient's condition was reported to be fine.

Manufacturer narrative:
According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.